Manufacturer narrative:
Internal report: (B)(4). Pen needle was returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-61: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for needle stick while attempting to re-cap pen needle. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual needle stick. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.